Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the amplitude of the right ventricular (rv) lead had decreased and there was undersensing due to the programmed sensitivity. The sensitivity was reprogrammed. A chest x-ray was performed and the physician suspected a dislodgement. However, as the threshold measurement was appropriate and the sensing was appropriate following the programming adjustments, the decision was made to continue monitoring the patient. No adverse patient effects were reported.